Event description:
It was reported that after removing the cutting guide, it was noted that one of the fixation pegs had broken off and remained half-in/half-out of the patient's femur. It was reported that the peg was removed from the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.